Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the nurse via phone call that the customer was taken to the emergency room for diabetic ketoacidosis. The customer¿s high blood glucose event began on (B)(6) 2017. She woke up around midnight and her blood glucose was 500 mg/dl. Customer had changed her site the evening before. When the customer woke up, her am blood glucose was 325 mg/dl and she performed a correction dose and stated her blood glucose was around 300 mg/dl. The customer went to a party later that evening and she noticed that there was an increase in urination and she started vomiting. The customer is not currently able to troubleshoot. The nurse stated that the date of the customer¿s hospitalization was (B)(6) 2017 and their blood glucose at the time of admittance was 346 mg/dl. The customer gave a correction dose when their blood glucose went up she said that she had symptoms of high blood glucose and was feeling ill. The customer is still hospitalized and was wearing the pump at the time of admittance. The customer¿s current blood glucose was 71 mg/dl. The nurse said that they will ensure that the customer will have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no insulin issues, but it was found that infusion set cannula was bent. The nurse performed the high-performance test and said that the pump failed. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.